Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. However, in process testing such as visual and dimensional inspections, as well as destructive testing to verify proper balloon inflation/deflation is performed on every lot and must meet specification prior to being released for use. It should be noted that the xience prime and xience prime ll everolimus eluting coronary stent systems instructions for use states that applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the lesion was heavily tortuous and heavily calcified. An unknown xience prime was advanced to the lesion and the stent implant was deployed. However, there was resistance removing the balloon from the deployed stent implant and when the device was pulled back with force, the guiding catheter was pushed out of position. After the xience prime was removed, the guiding catheter was repositioned and the case was completed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.